Event description:
It was reported by the patient that a scheduled transmission from the remote monitor had not completed. When the patient pressed the start button to initiate a manual transmission it "did not work." The power cord was unplugged and reconnected, and then a manual transmission was able to be successfully completed. The monitor had transmitted successfully in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.